Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to establish radio frequency (rf) telemetry after the patient had recently undergone an MRI scan. The patient was asymptomatic. A firmware download was performed and rf telemetry was restored. The patient remained asymptomatic.